Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The customer did not state if the malfunction occurred during pt use. The eval has not been completed.

Manufacturer narrative:
(B)(4).